Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is aviva system, medwatch with (B)(6) is compact plus system. Customer advised that he could not find the strips to return them. Strips are now missing. Strips not available for return.

Event description:
Caller reported blood glucose results 72 mg/dl on compact plus system, 199 mg/dl on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with pt identifier (B)(6) is aviva system, medwatch with pt identifier (B)(6) is compact plus system.